Manufacturer narrative:
(B)(4). Evaluation of the suspect clamp finds the adjustment screw is not stripped as reported. The movement of the screw is normal. However, the retainer ring at the end of the adjustment screw is stretched allowing movement of the clamp face. The clamp face is also slightly bent to the side. Mechanical wear directly caused event.

Event description:
A medtronic representative reported that, while in a spine procedure, a screw on the long open spine clamp began to strip. The surgeon was able to tighten it in completely and remove it from the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Replacement spine clamp shipped to site (B)(4) 2013. No parts have been returned to manufacturer for analysis.